Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of respiratory tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported clinical patient was injected in the neck lines with juvéderm® volite¿. 2 days later, patient experienced injection site mass/bulge. Approximately one month after injection, the patient experienced acute upper respiratory tract infection, deemed not device related. Patient was treated with compound methoxyphenamine hydrochloride capsules and houjiling jiaonang. Event resolved 2 days after onset.